Event description:
It was reported that the user briefly believed the ilet device and ilet app were not working while on vacation, but upon reaching an agent the system was functioning and assistance was no longer required. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included no injury, no medical intervention, and no impact on daily activities. Investigation included customer interview and case documentation review. Investigation of this case revealed normal device function with no confirmed device malfunction. It was concluded that the event did not involve a device failure and that no further action was required.